Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a initial in h6. Type of investigation. Should have included "analysis of production records (b14)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small, and air flowed back through the side port. The air could not be removed. The issue was resolved by replacing the sheath with a new one. The procedure was completed with the new sheath without patient consequence. Additional information was received. The issue occurred after the catheter was inserted into the patient¿s body. No air was introduced into the patient¿s body. The patient has not exhibited any neurologic symptoms since the procedure was completed.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Mre review: a manufacturing record evaluation was performed for the finished device number lot 60000355 and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).